Manufacturer narrative:
Physio-control further evaluated the device and replaced the system pcb assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that the screen on their device would blank out after delivering a defibrillation shock. There was no indication that this was observed during any patient related event. After an evaluation of the device by physio-control, it was observed that the device was intermittently locking up after the delivery of defibrillation energy.

Manufacturer narrative:
Physio-control has performed an initial evaluation of the device and has verified the reported intermittent failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
After additional investigation the cause of the reported issue was determined to be the coding in the continuous waveform management software that does not correctly account for a specific corner condition, when the device remains on for greater than 72 hours. Specifically, the spo2 waveform buffering logic fails to account for a condition when patient data recording is terminated due to space considerations while the waveform display continues. A correction to the design of the device software will be made to eliminate the cause of this issue.